Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf and suffered a cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi), when the physician tried to place ring catheter (non-bwi) into the right inferior pulmonary vein it was caught on the atrial septum near the fossa ovalis. The physician then released the ring catheter and ended the procedure after checking pulmonary vein disconnection. After that, a pericardial effusion was confirmed by transthoracic echocardiogram. The blood pressure dropped, so a pericardiocentesis was performed and 100cc of blood was removed. The patient was moved to the coronary care unit for follow-up. There is no information on if extended hospitalization was required or on the patient¿s outcome. The physician¿s opinion on the cause of the adverse event was that it was procedure or patient condition related. A transseptal puncture was done with an unknown needle. The generator was in power control mode. Pvi was performed at 25-35 watts and 5-25 grams of contact force. No error messages were observed on any biosense webster inc equipment during the procedure.

Manufacturer narrative:
Correction to initial report. It was noticed on 10/13/2017 that the manufacturer reference number provided was incorrect in initial report. Manufacturer's ref. No: (B)(4). Is incorrect. The correct number is manufacturer's ref. No: (B)(4).